Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope air/water channel tested positive for <1 cfu/endoscope of enterobacteriaceae and 6 cfu/endoscope of gram negative bacillus genus enterobacteriaceae. The suction channel was tested positive for <1 cfu/endoscope of enterobacteriaceae and >100 cfu/endoscope of gram-negative bacillus genus enterobacteriaceae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (operator channel) tested positive with the following: sampling report results date : (B)(6) 2023. Sampling date: (B)(6) 2023. Microorganism revivable at 30°c/100 ml =2 cfu/endoscope. Microorganism revivable at 30°c/endoscope =1 cfu/endoscope. Bacillus spp. Mesophilic 30°c. The results reported the device channel ( suction channel) tested positive with the following: sampling date: (B)(6) 2023. Microorganism revivable at 30°c/100 ml <1 cfu/endoscope. Microorganism revivable at 30°c/endoscope <1 cfu/endoscope. The results reported the device channel (suction channel) tested positive with the following: sampling date: (B)(6) 2022 microorganism revivable at 30°c/100 ml =5 cfu/endoscope. Microorganism revivable at 30°c/endoscope =2 cfu/endoscope. Coagulase negative staphylococci 36°c detected. The results reported the device channel (water jet channel) tested positive with the following: sampling date: (B)(6) 2023 microorganism revivable at 30°c/100 ml =12 cfu/endoscope. Microorganism revivable at 30°c/endoscope =3 cfu/endoscope. Staphylococcus aureus detected. The results reported the device channel (distal end channel) tested positive with the following: sampling date: (B)(6) 2023. Microorganism revivable at 30°c/100 ml =2 cfu/endoscope. Microorganism revivable at 30°c/endoscope =1 cfu/endoscope. Micrococcaceae detected. The results reported the device channel (total channel) tested positive with the following: sampling report date: (B)(6) 2023. Sampling date: (B)(6) 2022. Microorganism revivable at 30°c/100 ml =3 cfu/endoscope. Microorganism revivable at 30°c/endoscope =7 cfu/endoscope. The results reported the endoscope device channel (all channels) resulted in greater than 1 cfu/endoscope. With a number of revivable microorganisms greater than 1 cfu/endoscope, the results obtained a non conform result to french regulation. The microbiological quality of the endoscope is not satisfactory for an endoscope subjected to high-level disinfection and rinsed with sterile water. Olympus france service (ofr) will reprocess the endoscope and will perform a new sampling. Additional information: the customer provided the cleaning, disinfection and sterilization ( cds) checklist). There was no patient infection. The air/water was aspirated through the instrument/suction channel, the forceps elevator was moved to raise and lower three times in water during aspiration, and the pretreatment detergent was anios. The manual cleaning was performed, and the detergent used was anios. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator were brushed. The disinfectant used was aniosyme, and the channels were flushed with filtered water. The automated endoscope reprocessor (aer) used was a 23430 olympus with detergent and disinfectant. The device was stored horizontally in a simple cabinet. Olympus is the maintenance company. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A correction to the d9 and e2/e3 fields were made based on information available at the time of the initial report submission. Olympus reprocessed the subject device according to the instructions for use (IFU) and re-culture tested the device where: sampling date: (B)(6) 2023 sampling point: all channels cfu: <1 cfu bacterial identification: no germs detected. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: the insertion tube was heavily scratched at the distal end, the control unit was damaged at the channel mount and mouthpiece, the suction cylinder was scratched and the connector was damaged. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - chapter 6 compatible reprocessing methods and chemical agents - chapter 7 cleaning, disinfection, and sterilization procedures.    Olympus will continue to monitor field performance for this device.